Event description:
It was reported that the programmer's cord drawer was broken. The programmer was returned for service. It was further reported that the programmer subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the cord drawer was broken, the latch tabs were broken off of the cord door and its media bay door was gone. It was further noted that widespread corrosion was found inside the programmer which rendered it unrepairable and it was to be scrapped. (B)(4).